Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child's hearing performance worsened since an accident 2 months ago.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The child_s hearing performance worsened after an accident around (B)(4) 2018. The user has been re-implanted.

Manufacturer narrative:
Additional information: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. The problems described in the patient report appear to match the damage found. A date for explantation surgery has not been made available yet.

Event description:
The childs hearing performance worsened since an accident 2 months ago. Re-implantation is being considered.